Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, no faults were found. The system performed as intended, codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged inaccuracy which occurred. The procedure was conducted from l2 to s1, and after placing screws on the left and right sides of l2 and l3, the surgeon identified an inaccuracy. It was confirmed through a medtronic imaging spin that the left side screws were placed medially and the right side screws were placed laterally. The guidance system was subsequently aborted, and the procedure continued using medtronic navigation. The surgical time was extended by less than one hour. There was no impact to patient's outcome and surgical delay was less than one-hour. Additional information was received. It was reported that trajectories were deviated between 3.5 millimeters (mm) and 10 mm.

Manufacturer narrative:
Clinical analysis was performed. The investigating team has reviewed the plans made for the case. All planned trajectories were planned with no observable issues. According to the flouro shots, it was observed that a schanz screw was affixed to the schanz bridge at psis left. In an open procedure, the range that was validated for the use of the schanz screw is l4¿s2. Above this range, platform stability may be compromised. Therefore, for l2 and l3, the platform usage was off-label and could not be controlled for any movements or instabilities. Since l2 left was the first trajectory to be executed, the platform stability was compromised from the start and carried on to the next trajectories. The investigation team thoroughly examined the system's log files. According to the log files, the arm reached planned destination since the destination and current points were equivalent, meaning that the arm reached the desired trajectories that were registered and there were no "arm out of trajectory" errors recorded. Additionally, no excessive force applied on the arm was observed or any software anomalies. In summary, it was determined that the probable root cause of the reported deviation was a platform shift, resulting in a pattern of medial left and lateral right deviated trajectories. However, without intraoperative/post-operative images, it was difficult to confirm. Therefore, a patient shift could not be ruled out completely as a cause. It was noted that it is helpful to perform anatomy checks throughout the case to ensure accuracy and identify any potential shifts in anatomy. Previously reported code, b01, is applicable as well as newly reported codes, c13, and d11. H2) correction made to section d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.